Event description:
It was reported that the patient received inappropriate shocks due to a lead anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information indicated a suspected insulation anomaly. The previous capped lead was explanted.

Manufacturer narrative:
A partial lead with the middle segment measuring 34.7cm was returned for analysis. External insulation abrasion was noted at 9.2-9.7cm from the distal end of the svc shock coil. Externalized conductors due to internal insulation abrasion were noted at 2.8-5.9cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 6.9-9.8cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.